Manufacturer narrative:
No button error alarms noted. The pump was received with unresponsive act and esc button response due to moisture damage on the keypad traces. Unable to perform the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the unresponsive buttons. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 69 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. However, customer thinks the down button might be stuck. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.